Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain including pelvic") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), depression ("depression"), pain in extremity ("leg pain"), menorrhagia ("menorrhagia") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, anxiety, depression, pain in extremity, menorrhagia and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, menorrhagia, pain in extremity and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain including pelvic') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for to prevent pregnancy: orthotricyclen from 2008 to (B)(6) 2012. Concomitant products included paracetamol (acetaminophen). On(B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), depression ("depression/psych injury"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pain in extremity ("leg pain"), back pain ("lower back pain") and uterine prolapse ("uterine prolapse"). The patient was treated with norethisterone (norethindrone) and surgery (total abdominal hysterectomy with bilateral salpingectomy due to complications of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the pelvic inflammatory disease, anxiety, depression, pain in extremity, back pain, migraine, headache, dysmenorrhoea, dyspareunia and uterine prolapse outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Treatment received for pelvic pain, abnormal bleeding, psych injury. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of previously added events pelvic pain, menorrhagia were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain including pelvic") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), depression ("depression"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pain in extremity ("leg pain"), back pain ("lower back pain") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy due to complications of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the pelvic inflammatory disease, anxiety, depression, pain in extremity, menorrhagia, back pain, migraine, headache, dysmenorrhoea, dyspareunia and uterine prolapse outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Most recent follow-up information incorporated above includes: on 15-may-2019: plaintiff fact sheet- events pelvic inflammatory disease, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine prolapse, and she did not underwent essure confirmation test were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.